Event description:
It was reported that during an un-specified angioplasty procedure, the 3.5 x 12 mm xience v stent delivery system (sds) was advanced; however, the sds could not cross to the lesion. The sds was removed, and it was observed that the distal stent struts were flared and it appeared that the stent was slightly deployed. A new 3.5 x 12 mm xience v sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon and stent implant, and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent was stationary on the tightly folded balloon. There were five rows of struts on the distal end of the stent implant that were stretched and flared, including some struts stretched distal to the distal marker band. The proximal end of the stent implant was between the markers. There were two bends in the hypotube shaft. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length, and proximal and middle stent outer diameters were measured and met manufacturing criteria. The distal stent outer diameters could not be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. Failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A search of the device lot history record indicated no nonconformances related to the reported complaint and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency.